Event description:
It was reported that, the blast shield was burnt and burning smell was noticed. There was no patient involved.

Manufacturer narrative:
Initial reporter phone e1: corrected. The console was serviced at the customer site. There was a strange odor, confirming the reported smoking allegation. The debris shield was burned and was replaced, resolving the issue. Overall operation of the console confirmed no abnormalities. A labeling review was performed. There is no indication that the device was not used in accordance with the instruction for use.

Event description:
It was reported that, during procedure, the blast shield was burnt and burning smell was noticed. The procedure was completed without replacing the device. There were no patient complications.